Event description:
It was reported that right ventricular (rv) exhibited loss of capture. Lead dislodgement was suspected but not conformed. It was stated that the lead was not well attached during the revision/upgrade procedure. The lead was explanted and replaced. The patient is in stable condition.